Event description:
Literature was reviewed titled 'drug-eluting versus plain balloon angioplasty for the treatment of failing dialysis access: final results and cost-effectiveness analysis from a prospective randomized controlled trial'. This was a prospective, single-center, single blinded, randomized trial designed to compare the 1-year angiographic and clinical outcomes of paclitaxel-eluting over plain balloon angioplasty for the management of venous stenosis inavgs and avfs. The in.pact over-the-wire balloon paclitaxel-eluting, dilatation catheters were used in patients randomized in the experimental comparator group (deb group). Patients randomized to the control group (pb group) underwent angioplasty with a variety of high-pressure non-medtronic balloon catheters]. Device success was 9/20 (45%)for the deb device vs. 20/20 (100%)for standard control ba (p <(><<)> 0.001). There were no major or minor complications in either group. Follow up of at least 1-year was available in all patients. At 1 year, cumulative target lesion primary patency was 35% (7/20) after deb application and was significantly higher in comparison with 5% (1/20) after ba use. Restenosis, repeat angioplasty procedures at 6 months and circuit thrombosis were reported in both groups during follow-up. All re-interventions were carried out on the indication of a combination of abnormal physical findings and angiographic diagnosis of restenosis suggesting a failing dialysis access.

Manufacturer narrative:
A2: average age a3a: majority sex literature reference: doi.org/10.1016/j.ejrad.2014.11.037 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.